Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the evaluation of the device confirmed internal driveline wire damage that would have resulted in the reported low speed/pump stoppage events. The submitted system controller log file data showed that several low speed events and pump stoppages were captured from the evening of (B)(6) 2019 through the morning of (B)(6) 2019, which were associated with low speed advisory/hazard and low flow hazard alarms as well as elevations in pump power. The abnormal pump operation occurred only while the system was connected to the power module or mobile power unit (mpu) and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2019 under work order 64244 and approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer silicone sleeve and clear bionate layers showed no evidence of damage. The metal braided shield appeared to be in overall fair condition considering over 3.5 years of use with only a few areas of minor shield breakdown noted. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following the driveline replacement, additional submitted log file data confirmed that a low speed event down to 2480 rpm occurred while the system was connected to the power module on (B)(6) 2019. The patient ultimately underwent a heart transplant on (B)(6) 2019. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was severed approximately one half inch from the nipple of the pump housing and an adjacent driveline segment measuring approximately 34 inches in length was also returned, which contained the prior driveline replacement site. Electrical continuity testing of the driveline segments revealed no wire discontinuities. The metal braided shield on the driveline segments appeared to be in overall good condition with only one area of notable shield breakdown observed on the internal portion of the driveline at approximately 2-3 inches from the nipple of the pump housing. A small breach in the insulation of the orange wire was identified in the area of shield breakdown at the terminus of the pump end bend relief (approximately 2.5 inches from the nipple of the pump housing), exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the compromised orange wire contacted the braided shield while the system was operating on a tethered power source (such as the power module or mpu), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 7 months 27 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that there was a high suspicion of a short-to-shield with this patient. The patient connected to his power module and experienced a pump stop; the patient then tried again and had another pump stop. On examination of the patient's log files it appeared that the patient experienced multiple pump starts and stops over the course of roughly 3 minutes at which time the patient returned to battery power. The patient was then told to report to tufts and was admitted. While at tufts overnight, they were reconnected to a power module and experienced a 3rd pump stop and subsequent controller fault. Patient¿s controller was exchanged and patient was kept on batteries for the rest of the night. On (B)(6) 2019 the patient was connected to the power module with a non-grounded cable and did not have any further issues. The patient will remain on batteries and a non-grounded cable until their transplant. No additional information was reported. It was reported through patient outcome that the patient was transplanted on (B)(6) 2019. The lvad will be returned for evaluation.